Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen with moisture in the battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: alarms observed in the pump's alarm history data were indicative of the event reported in the initial complaint. The display screen was found to be clear and legible; the reported event was not duplicated during analysis. Evidence of moisture ingress was observed in the battery compartment. The pump failed a leak test due to leaks at the display lens and battery compartment. The pump case was removed, and no evidence of moisture ingress was observed on internal components.